Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. On (B)(6) 2024 at 6 am the patient was lightheaded and jittery. The cgm reading was low and there was no bg taken. The patient´s sister took him to the emergency room (ER). No medication was provided to the patient before going to the hospital. They arrived at 9am, the nurse took a bg reading which was 500 mg/dl and the cgm reading was low. The patient was treated with 2 bags of IV insulin and an insulin shot. The patient recovered after the treatment. The patient was discharged at 3pm the same day. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before going to the ER. The reported glucose values fall within the d zone of the parkes error grid when bg was taken in the ER. No additional event or event information is available.